Event description:
It was reported that the biomed states had an arctic sun device. In the event log they see an alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). They were curious what these alarms are and if there was anything needs to do for them. Confirmed the device was not currently on a patient. Informed biomed the alarm 15 and 50 were erratic patient temperature alarms. This could be an issue with the temperature probe, such as placement issues or a short in the probe. This can also be a temperature cable issue if it has a short in it. We would recommend confirming the probe placement and making sure everything was plugged in and properly connected while on the patient. They would then recommend replacing the temperature probe or cable. Biomed would check the cable to make sure it was functioning. Rn has patient on therapy with alert 50 - patient temperature 1 erratic. They stated that the patient temperature jumped around between 32c to 34.4c. They were concerned because water temperature (wt) was around 37c, but patient needs to be cooling. Sn: (B)(6). Patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25c. Informed nurse the erratic patient temperature alarms could indicate an issue with either the temperature probe or temperature cable. Confirmed they were using an esophageal probe for therapy. They recently confirmed the probe was properly placed via x-ray. Nurse stated that the temperature has been stable since the alarm. Had rn flex the cable, but patient temperature (pt) remained stable. Explained the water temperature (wt) might have risen to adapt to the patient temperature (pt) changes but it seems to be back on track now by making cold water temperature (wt) was now 18c). Encouraged nurse to call back if device alarms again or the temperature is erratic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed states had an arctic sun device. In the event log they see an alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). They were curious what these alarms are and if there was anything needs to do for them. Confirmed the device was not currently on a patient. Informed biomed the alarm 15 and 50 were erratic patient temperature alarms. This could be an issue with the temperature probe, such as placement issues or a short in the probe. This can also be a temperature cable issue if it has a short in it. We would recommend confirming the probe placement and making sure everything was plugged in and properly connected while on the patient. They would then recommend replacing the temperature probe or cable. Biomed would check the cable to make sure it was functioning. Rn has patient on therapy with alert 50 - patient temperature 1 erratic. They stated that the patient temperature jumped around between 32c to 34.4c. They were concerned because water temperature (wt) was around 37c, but patient needs to be cooling. Sn: (B)(6). Patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25c. Informed nurse the erratic patient temperature alarms could indicate an issue with either the temperature probe or temperature cable. Confirmed they were using an esophageal probe for therapy. They recently confirmed the probe was properly placed via x-ray. Nurse stated that the temperature has been stable since the alarm. Had rn flex the cable, but patient temperature (pt) remained stable. Explained the water temperature (wt) might have risen to adapt to the patient temperature (pt) changes but it seems to be back on track now by making cold water temperature (wt) was now 18c). Encouraged nurse to call back if device alarms again or the temperature is erratic. Per follow up information received via task on 07may2025, spoke with nurse who confirmed therapy completion with no further changes. Stated temperatures remained stable.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Biomed states had an arctic sun device. In the event log they see an alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). They were curious what these alarms are and if there was anything needs to do for them. Confirmed the device was not currently on a patient. Informed biomed the alarm 15 and 50 were erratic patient temperature alarms. This could be an issue with the temperature probe, such as placement issues or a short in the probe. This can also be a temperature cable issue if it has a short in it. We would recommend confirming the probe placement and making sure everything was plugged in and properly connected while on the patient. They would then recommend replacing the temperature probe or cable. Biomed would check the cable to make sure it was functioning. Rn has patient on therapy with alert 50 - patient temperature 1 erratic. They stated that the patient temperature jumped around between 32c to 34.4c. They were concerned because water temperature (wt) was around 37c, but patient needs to be cooling. Sn: (B)(6). Patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25c. Informed nurse the erratic patient temperature alarms could indicate an issue with either the temperature probe or temperature cable. Confirmed they were using an esophageal probe for therapy. They recently confirmed the probe was properly placed via x-ray. Nurse stated that the temperature has been stable since the alarm. Had rn flex the cable, but patient temperature (pt) remained stable. Explained the water temperature (wt) might have risen to adapt to the patient temperature (pt) changes but it seems to be back on track now by making cold water temperature (wt) was now 18c). Encouraged nurse to call back if device alarms again or the temperature is erratic. Per follow up information received via task on 07may2025, spoke with nurse who confirmed therapy completion with no further changes. Stated temperatures remained stable. The lot number for this investigation is unknown. The latest labeling revision will be reviewed. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Corrections: b, d, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.